Event description:
A malfunction on a pump was reported, with no notable events occurring prior to the malfunction. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support guided the customer in resetting the pump, and after doing so, the malfunction did not reoccur. The customer was able to continue using the pump and was advised to contact support if the issue recurred.